Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater leak testing was performed and revealed a leak from the tube. Further visual inspection revealed a small puncture in the tubing. The reported condition was verified. The puncture was determined to have been caused during spike insertion. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva bag was leaking. The bag contained lipid solution/emulsion. This occurred during storage of the device. There was no patient involvement. No additional information is available.